Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 13.2mmol/l. Customer's stated the pump shot out 200 units of its own and if her son was connected he would have died. Customer declined to troubleshoot and agreed to replace the pump. Customer was advised that we are sending replacement.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump primed properly and was monitored and no unexpected boluses or prime noted. The insulin pump was unable to download to carelink and verify 200 units delivery of insulin due to multiple a47 alarms in history screen due to corrupted history file. The insulin pump had cracked battery tube threads and minor scratches on the lcd window.